Event description:
It was reported that a kink was found in the bd alaris¿ pump module smartsite¿ infusion burette set tubing at the drip chamber and could not be primed. The following information was provided by the initial reporter: "was found to be kinked at the drip chamber in the packaging and the IV fluid could not be primed. A number of these tubing sets that are currently being used in our nicu right now visually have this kinking below the drip chamber, but they appear to still be flowing properly... Was the tubing used and then a block occurred or was this kink simply noticed before use? The tubing could not be primed, it was not used on a patient."

Manufacturer narrative:
H6: investigation summary a complaint of tubing being kinked was received from the customer. A photo was provided for investigation. A kink below the drip chamber could be seen in the photo. The customer defect was confirmed. A device history record review could not be performed on model 2441-0007 because the lot number is unknown. Due to a physical sample not being returned, a definitive root cause could not be determined. A possible root cause for this defect could be improper coiling of tubing during packaging.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a kink was found in the bd alaris¿ pump module smartsite¿ infusion burette set tubing at the drip chamber and could not be primed. The following information was provided by the initial reporter: "was found to be kinked at the drip chamber in the packaging and the IV fluid could not be primed. A number of these tubing sets that are currently being used in our nicu right now visually have this kinking below the drip chamber, but they appear to still be flowing properly. Was the tubing used and then a block occurred or was this kink simply noticed before use? The tubing could not be primed, it was not used on a patient."